Manufacturer narrative:
.

Event description:
It was reported that the patient is showing possible adverse affects as a result of vns. It was reported that the patient has been noted to be holding her breath which appears to coincide with device stimulation. As the patient is disabled it is difficult to identify why they are holding their breath through any technique. It was also noted that the patient has experienced bradycardia. Attempts to obtain additional relevant information have been unsuccessful to date.